Event description:
User experienced a leak from the analyzer that was all over the floor around the analyzer. No patient samples were affected. One operator slipped in the water, but was not hurt and did not fall. The field service representative determined float switch had failed and replaced it. Performance tests were performed.